Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer to exchange the displays. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's top display has lines. The ventilator was not on a patient at the time of the event.